Manufacturer narrative:
The exact "date of event" is unknown. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges she was thrown from the chair twice and was hospitalized both times.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated. The device was equipped with a lap belt.

Event description:
Consumer alleges she was thrown from the chair twice and was hospitalized both times.